Event description:
It was reported that the patient stated they were "shocked 6 times inappropriately within minutes". The device and the right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri45 lead (B)(6) 2011. (B)(4).